Event description:
The parents observed that the user's hearing performance was affected based on the child's response to sound. Thus, they scheduled a follow-up fitting appointment.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. In addition the electrode migrated partially out of cochlea. Reportedly four channels are extra-cochlear. However, to determine an exact root cause a device investigation of the explanted device is necessary. A follow up visit is planned.

Event description:
The user_s hearing performance with the device is affected. According to a CT scan 4 channels were found extra-cochlea.